Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the nurse used the vacuum blood collection tube to collect blood from the patient, the negative pressure in the vacuum blood collection tube was insufficient, and the drawn blood did not reach the specified scale line, and the patient did not suffer any injuries."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the nurse used the vacuum blood collection tube to collect blood from the patient, the negative pressure in the vacuum blood collection tube was insufficient, and the drawn blood did not reach the specified scale line, and the patient did not suffer any injuries."

Manufacturer narrative:
Investigation summary: mat: 363095. Lot: 2122528. Bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was january 2022. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired, however retained tubes for a previous investigation have been evaluated for the same defect: underfill, and results were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.